Event description:
It was reported that the wake button was delayed in responding to touch. Blood glucose was not impacted. Customer continued to use the pump for insulin therapy.

Manufacturer narrative:
Device not returned.